Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was glass particles in the tube. The following information was provided by the initial reporter. The customer stated: "there was glass/plastic inside the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was glass particles in the tube. The following information was provided by the initial reporter. The customer stated: "there was glass/plastic inside the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. From review of the photo it appears to be a broken piece of plastic inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.